Event description:
It was reported that the patient experienced a leaking cartridge overnight, which resulted in insulin inside the ilet and elevated blood glucose levels. The patient confirmed that the cartridge was half full and the luer connector was secured. Backup therapy was administered, and the patient remained disconnected from the ilet for several hours. Supplies, including a 23-inch 6mm infusion set, were changed, and the discarded cartridge was no longer available, with lot numbers not provided. Blood glucose reached a high of 467 mg/dl and remained out of range for approximately 10 hours. The patient corrected blood glucose using a manual injection of 15 units of u200 insulin and reconnected to the ilet after several hours. The ilet provided alerts for high blood glucose. No outside assistance or medical intervention was required. Symptoms experienced included weakness, extreme thirst, and nausea. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.